Event description:
It was reported that there was intermittent lift motor trouble on the 9800 system. It was noted that there was hesitation in the lift and the lift button would have to be pushed a few times before movement would continue. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift motor 24v power supply. The system was tested and found to be working as intended and placed back into service.